Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Device not returned to manufacturer for investigation. As this product was not returned for evaluation, the failure mode could not be confirmed.

Manufacturer narrative:
The device has not yet been returned.